Event description:
A malfunction was reported on a pump. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump.